Event description:
It was reported that during a low anterior resection, the surgeon fired the device without staple delivery. No staples were found. Since colon transection was performed with stapler closed on tissue, surgeon has open colon, approx. 2 cm from anal sphincter. The lar was converted to apr. Colostomy instead of sphincter preservation.